Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon eval, the electrode belt receptacle was broken from the case and detached from the ca board, which damaged internal wires. The cause of the damaged connector cannot be positively identified but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damaged belt connector. The last pt to use this monitor did not report any deficiencies.